Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital and insulin injections were administered. Elevated bg was resolved and customer was discharged the same day with no permanent damage. Customer alleged the pump was not delivering insulin. There were no reported alerts/alarms prior to the event and customer did not observe any issues with the pump supplies. Customer reverted to using an alternate method for insulin therapy. Upon follow up, tandem clinical diabetes specialist reported that the customer resumed pump therapy and did not provide further information regarding the elevated bg event.